Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Pull string had broken at a point within specimen pouch. The specimen pouch was not returned. Specimen pouch had separated completely and properly from metal ring as can be observed by remnants on metal ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the plunger is retracted after bag deployment before the bag is completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure the device broke at the location of the metal ring and the removal of the material broke away at the posterior location, the contents being exposed in the abdominal cavity.